Manufacturer narrative:
The manufacturer did not receive devices for review. It was mentioned by complainant, that the devices will be returned for investigation. Two pictures were received. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e. Fitmore hüft schaft a, grösse 2, ref# (B)(4)) are marketed in USA, and therefore this report was filed. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an unknown revitan distal stem on (B)(6) 2012 on the left side. (As only the year 2012 was reported as implantation date the last day of the year 2012 was taken as implantation date). The patient underwent a revision surgery on (B)(6), 2016 due to the breakage of the device. It was also reported that the distal part of the revitan implant was completely grown in, the surgeon had difficulties to remove it. Because of that the surgery was delayed for about 90 minutes.

Manufacturer narrative:
The manufacturer received the devices for investigation on august 31, 2016. The investigation is pending. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The actual device reported is not marketed in USA, but devices with similar characteristics (i.e. Fitmore hüft schaft a, grösse 2, ref# 01.00551.102) are marketed in USA, and therefore this report was filed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It has now been reported that the patient was implanted a sl titanium shell 54 on the left side on an unknown date (according to the manufacturing and expiration date of the shell it should have been implanted between (B)(6) 1998 and (B)(6) 2002). It was also reported, that the patient was implanted a revitan, distal part, straight, uncemented, 24/200 on (B)(6) 2012 on the left side. The patient underwent a revision surgery on (B)(6) 2016 due to the breakage of the distal stem and loosening of the shell. It was also reported that the distal part of the revitan implant was completely grown in, the surgeon had difficulties to remove it. Because of that the surgery was delayed for about 90 minutes.

Manufacturer narrative:
No trend identified. The quality records indicate that these components met all requirements to perform as intended. Summary and conclusion in the present case, there was a fracture in the connection pin of a revitan stem that had been implanted in (B)(6) 2012. On the ap images of the x-ray sequence there are no obvious changes, e.g. Osteolyses. Based on a comparison of the final position of the previous implant (müller straight stem) and the newly implanted revitan stem it is likely that the latter was unable to completely fill out the cavity in the proximal region of the bone. Consequently, in those areas there was probably no direct contact between bone and implant. Especially in the proximal medial and posterior areas the osseous support of the implant was probably suboptimal. About one year after implantation of the revitan stem the x-ray showed fine sclerotic lines around the prosthesis in the 2nd plane so from that time onward there was probably no direct contact between bone and implant either in these regions. The explant available only shows bone ongrowth in the distal third of the distal stem part. This might confirm the observations made in the x-ray sequence. The fracture of the connection pin occurred due to material fatigue. With the examinations performed it was not possible to find any fracture-triggering or fracture-enhancing defects on the fracture surface. The fracture is located approximately 3 mm distal to the proximal end of the distal part of the revitan stem. The fracture has multiple fracture origins in different planes, which then merge in a single plane. The fracture origins are located on the lateral side of the stem. On the lateral surface of the connection pin, surface changes were observed (mixture of metallic smear, polish, and corrosion). On the lateral and anterior sides, areas of corrosion were found. It is not known whether these areas already existed before the fracture and are therefore associated with it, or whether they should only be regarded as a side effect. The same applies to the highly polished lines on the medial and posterior sides of the anchoring region of the proximal part of the revitan stem. They are typical signs of loosening. The cracks that were seen near the fracture surface on the medial side of the connection pin might have arisen due to alternate bending or unilateral pressure. The area of the lateral surface of the connection pin with fatigue structure might suggest surface fatigue. The latter might have occurred due to increased area pressure, which might be a side effect of the fracture after downward tilt of the proximal fragment. The ovally abraded area at the inner edge of the rise of the beta pe insert is probably attributable to impingement with the stem neck. This possibly occurred only due to the change in position of the proximal stem part. The wear marks on the screw heads and screw holes of the sl shell and the lighter-appearing areas in the region of the blasted anchoring surface of the shell indicate loosening. In the literature the factors discussed as possibly influencing fractures of the revitan stem include patient weight, absence of proximal bone contact with the calcar, and corrosion phenomena on the connection pin. Based on the available information and the visual evaluation, it is presumed that, throughout the entire in vivo period, the revitan stem only had suboptimal osseous support in the proximal region. This may have had an influence on the loading of the stem and ultimately led to fracture of the connection pin. It is not known whether, in addition to the surface changes on the connection pin, other factors could have had an influence on the fracturing. References: fink b., urbansky k., schuster p., mid term results with the curved modular tapered, fluted titanium revitan stem in revision hip replacement. J bone joint surg. 2014;96-b:889¿95. Wang q., parry m., masri b. A., duncan c., wang r., failure mechanisms in cocrmo modular femoral stems for revision total hip arthroplasty. J biomed mater res part b doi: 10.1002/jbm.b.33693. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported, that he patient was implanted with a revitan stem system on (B)(6) 2012 on the left side and that the patient underwent a revision surgery on (B)(6) 2016 due to the breakage of the distal stem. It was also reported, that the distal part of the revitan implant was completely grown in, the surgeon had difficulties to remove it. Because of that, the surgery was delayed for about 90 minutes. It is also reported, that the patient was implanted with a sl titanium shell 54 on the left side on an unknown date (approx. 18 years ago) and that the shell was explanted together with the revitan stem on (B)(6) 2016 due to loosening. For the shell an additional MDR is filed 0009613350-2016-01200.